Manufacturer narrative:
Insulin pump had corrosion on keypad traces. No button error alarms noted during testing. Insulin pump had a missing end cap sticker. Insulin pump had no moisture damage on the electronics, motor, vibrator or battery tube assembly during visual inspection. Button response functioned properly.

Event description:
Customer reported that they woke up to correct a low blood glucose reading and received a button error alarm. Customer stated that they were sweating prior to the alarm. Customer's blood glucose reading at the time of the call was 57 mg/dl and has treated with food. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.